Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate. The urologist was required to deflate the balloon. There was no reported patient injury. Per additional information from the ibc via email 16dec2019, the user attempted to remove the water by cutting the inflation lumen. This method was not successful, so a guidewire was put through the lumen in attempts to burst the balloon, which was not successful either. The catheter was finally removed by pulling it from the patient with a partially inflated balloon of approximately 3 ml of water inside.

Event description:
It was reported that the catheter balloon was difficult to deflate. The urologist was required to deflate the balloon. There was no reported patient injury. Per additional information from the ibc via email 16dec2019, the user attempted to remove the water by cutting the inflation lumen. This method was not successful, so a guidewire was put through the lumen in attempts to burst the balloon, which was not successful either. The catheter was finally removed by pulling it from the patient with a partially inflated balloon of approximately 3 ml of water inside.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found that the catheter could not be deflated. The catheter was dissected and found poor snip eye which could have caused the non deflation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.